Manufacturer narrative:
The incident device has been rec'd and is under eval. When the device investigation is complete, a f/u report will be submitted.

Event description:
The report stated that during a procedure, the area on the hand piece cord where it attaches to the plug caught fire and melted the cord in half. The portion of the plug where it starts to widen is melted also. The anesthesiologist pulled the generator plug from the wall and the fire was extinguished. The hand piece was a conmed curved scissors. The generator settings on the generator were: bipolar - 12w; coag-40w; cut -30w.